Event description:
It is reported that a customer experienced high blood glucose. The glucose levels were not recorded. The customer was informed that there could be many reasons for high blood glucose. The customer changed their infusion and reservoir set and found a bent cannula. The pump works as designed now, but the customer still feels like sick and will meet with e nurse the following day. The customer declined to speak with the help line. No further information was provided.